Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 500 mg/dl to 600 mg/dl and insulin pump alleging under delivery. Customer reported that the battery compartment cracked and battery cap chipped. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the drive support cap appears normal. The customer experienced symptoms such as nausea, throwing up and vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be and reservoir will not be returned for analysis.